Event description:
During a laparoscopic cholecystectomy, surgeon was using a 5ml clip applier when the device lodged a clip sideways rendering it useless. He tried another clip from the same applier and the scenario happened. Another clip applier was opened onto field and worked without issue. No harm to pt.